Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received six inappropriate shocks due to supraventricular tachycardia and therapy was exhausted. Technical services consultant recommended reprogramming. At this time, this crt-d remains in service and there were no additional adverse patient effects reported.